Manufacturer narrative:
The cast cutter has not been returned to the MFR for investigation based on this event. A product return was requested. The reported condition of the device causing an unintended activation condition during usage cannot be confirmed without the product being available for eval. A follow-up report will be submitted after a quality investigation is completed if the product becomes available.

Event description:
It was reported that the device turned on by itself. There was no pt involvement. There were no adverse consequences reported as a result of this event.